Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI isp w/ 8 fr groshong catheter. Visual inspection noted a compound split 15.2cm from the distal end of the catheter. The longitudinal side of the split were smooth, and the circumferential portion of the split is partially jagged and partially smooth. Therefore, based upon the crow's foot shape and smooth edges on the split, this investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed via the right internal jugular vein under ultrasound guidance. There was an alleged subcutaneous leak. The catheter was damaged at about 7cm distal from the port stem. Leakage was observed near the venipuncture site. The patient experienced pain during infusion of halaven and eribulin. The device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter was placed via the right subclavian vein. There was an alleged subcutaneous leak. The catheter was damaged at about 7cm distal from the port stem. Leakage was observed near the venipuncture site. The patient experienced pain during infusion of halaven and eribulin. The device was removed. There was no reported patient injury.